Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor had ruptured during filling. According to the report, 234ml of dextrose 5% was to be filled in the device; however only 120ml was injected when the rupture occurred. This event occurred prior to patient use and, therefore, no patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a ruptured reservoir was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.